Event description:
Arjo was informed about the event involving maxi move device and sling. It was reported that during patient's transfer a sling clip detached from device spreader bar. As a consequence of the event patient's head hit the cradle of the lift and the foot barrier of the bed. Arjo received information that patient passed away. The device evaluation did not reveal and malfunction.